Event description:
It was reported that the pump battery depleted too quickly, but this did not lead to a pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.